Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. It was reported by a diabetes educator (de) via email that the patient´s cgm reading was between 2.0 and 5.0 mmol/l, over a 3 day period of time. The patient experienced feeling under the weather, was not eating much, and had diarrhea. The low readings were treated with unspecified hypo treatment. The de eventually advised them to go to the emergency room (ER), and when a fingerstick was taken the blood glucose reading was over 30.0 mmol/l. It was stated that the patient did not experience diabetic ketoacidosis thankfully. No information regarding treatment nor duration of stay at the hospital was reported. At the time of the report the patient was stable. No other details were documented, and attempts to obtain further information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.